Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a software error. It was also indicated that the epg had a failure and error while in use testing, and that the epg would stop pacing when the batteries were removed. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a software error. The epg was returned for service. There was no patient involvement.